Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue, low heart rate, shortness of breath and twiddler's syndrome. It was further reported that the right ventricular (rv) lead had become dislodged and exhibited loss of capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.